Manufacturer narrative:
B3/h10: the issue occurred during an unspecified date of (B)(6) 2025. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a clearlink system continu-flo solution set was pulled apart at the port junction and had air in the line during use. The device was removed and replaced with a new device to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received partially for evaluation. Visual inspection showed that the components (tubing and the subassembly tail end) were missing, which suggested that the reported issue may have occurred. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.